Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and gradient of 3.4mmhg. An ntw clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened to roughly 50 degrees. It was noted the clip remained stable on the leaflets. Mr reduced to a grade of 3. However, it was observed the gradient had increased to 6mmhg. Therefore, no additional clips were implanted. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening while locked could not be determined. Additionally, a cause for the mitral stenosis could not be determined. Mitral stenosis is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na.